Event description:
It was reported that starting in (B)(6) the patient¿s implanted battery would be charged to completely full but after one day of using the stimulation the battery would be drained to completely empty. The patient would be charging their device for 4+ hours to full. It was noted that when the stimulator was used it was appropriate coverage for their pain. Shortly after (B)(6) whenever the patient charged their implant the patient felt like their guts were being microwaved, they would feel pain and nausea. The patient denied any fall or trauma. They had not been using their stimulator and had not been charging their implant due to the fear of their guts being microwaved. Two weeks prior to the report it was noted that the programmed indicated that their implantable neurostimulator (ins) was at low battery, and it was not known if the patient charged their implant. The patient was implanted in the right upper buttock location. The recharger stats were pulled but were not very helpful. Starting last (B)(6) the patient felt like the recharger depleted very quickly and they felt illness/nausea while charging the ins with the ins off, they would need to wait until the patient was out of overdischarge. Nothing prompted the issues starting last (B)(6). The patient was scheduled to be seen in the clinic on (B)(6) 2015. It was noted that the patient programmer was able to recognize their battery and just said it was empty. The patient was seen on (B)(6) 2015 and the battery was in overdischarge state. The patient stayed at the clinic through two trickle charge countdowns, but could not stay there any longer. They started a thirst countdown and the patient went home. It was noted that the patient was kicked over to normal charging mode. They would charge their battery and keep it charged through the following week. The patient had another appointment for (B)(6) 2015 for analysis of the system. While trickle charging, they felt something, like something was going on in his pocket. They did not complaint of the nausea and abdominal discomfort that they had complained when they were charging normally, just started to feel like something was about to happened, like whey they were about to get a headache. The patient would let the manufacturer representative know if the charging became too uncomfortable for him to continue. Their battery depletion issue and discomfort with charging both occurred around the same time in (B)(6) 2014. Their recharger had last recorded charging session in late (B)(6) 2014. It was noted that the patient was still recharging as late as (B)(6). The patient was seen on (B)(6) 2015 and the battery was up to 75% and their problems with abdominal discomfort during charging were not too bad. A power on reset (por) was cleared. The impedances were within normal limits, and the parameters were all in normal range. The manufacturer representative reprogrammed the one lead to be directed a little more towards their right and gave them rate control to try for their crps. The patient did not experience any unusual issues when the stimulation was turned on. They were going to monitor their battery closely due to recent por, and try to only let it drain by 25% before recharging to avoid having extensive recharge times. The patient would let them know if they experienced any more issue with their battery seeming to drain too quickly or abdominal discomfort when charging.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).